Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported issue of infection, fistula formation, urinary retention and urinary incontinence, could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review: a labeling review was performed and according to the aus instruction for use infection, fistula, urinary retention and urinary incontinence are documented as adverse events. There is no evidence that the device was used or handled improperly. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation of infection, fistula formation, urinary retention and urinary incontinence cannot be confirmed. Investigation conclusion: based on this investigation and all information available, a conclusion code of known inherent risk of device was assigned to this investigation as the reported allegations are documented as adverse events.

Event description:
It was reported that on (B)(6) 2020, the patient presented with a fistula in the bulbar urethra after an infection with the artificial urinary sphincter (aus). The patient is being treated with antibiotics. The patient noted that he could not urinate well and that the sphincter did not work. The patient went to a medical center where he was evaluated and then had a catheter placed to drain urine. After this, he returned to the medical center for urine dripping. They performed a cystoscopy and showed that there was a fistula. Surgery will be scheduled to remove the device and close the fistula. The fistula will be closed with sutures following the explant of the aus. A new aus will be implanted at a later date according to evolution of the fistula.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that on (B)(6) 2020, the patient presented with a fistula in the bulbar urethra after an infection with the artificial urinary sphincter (aus). The patient is being treated with antibiotics. The patient noted that he could not urinate well and that the sphincter did not work. The patient went to a medical center where he was evaluated and then had a catheter placed to drain urine. After this, he returned to the medical center for urine dripping. They performed a cystoscopy and showed that there was a fistula. Surgery will be scheduled to remove the device and close the fistula. The fistula will be closed with sutures following the explant of the aus. A new aus will be implanted at a later date according to evolution of the fistula.